Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. W/o a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported that during sculpt, there was a piece of unidentified foreign object which looks like clear plastic going through both irrigation ports of the sleeve. The surgery was completed, with no reported harm to the pt. Add'l info was provided, reporting that the debris was removed from the pt's eye immediately, during the normal course of the surgery, with no pt harm. On (B)(6) 2014 add'l info was rec'd that with the associated occlusion the pt had a corneal burn requiring a 10-0 nylon suture being insitu at the main incision. Further postop info is being sought from the ophthalmologist.